Event description:
Customer alleges suspect device was used to test blood glucose level with a result of 192 mg/dl and a back to back comparison result of 97 mg/dl. The customer stored these strips in a cooler. Labeling states, "the temperature symbol means to keep the container of strips at room temperature, under 90 degrees f, but above freezing." Therefore, these values and consequently back to back comparison test results may have been compromised by the storage of the strips in the cooler. Controls were run and both l1 and l2 were within range. The customer changes insulin dosing based upon meter readings. The customer is feeling fine and no treatment was sought based upon the above results. Return requested of meter and replacement sent.

Manufacturer narrative:
Strips will not be sent back due to customer using last strip in vial.